Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer experienced a high blood glucose level of 417 mg/dl. The insulin pump received insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm and the issue was resolved as the insulin exited the tubing of the infusion set. The customer declined the troubleshooting for high blood glucose levels. The insulin pump will be returned for the analysis.